Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been inappropriately shocked due to oversensing on the right ventricular (rv) lead. It was later noted the device header had a loose setscrew. The set screw was tightened and the lead issues were fixed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.